Event description:
It was reported that this right atrial lead exhibited high out of range pacing impedance measurements, noise and oversensing. It was determined that these issues were present due to lead damage. It was decided to surgically abandon and replace this lead. No further adverse patient effects were reported.